Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, service required codes were found in the ventilator¿s downloaded error log. The device's sensor board and internal battery were replaced to address the issues.

Event description:
The manufacturer received information alleging a ventilator would not power on. There was no harm or injury reported.